Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 3 and 4 were experiencing triple-click behavior due to latch issues. A field service engineer cleaned and reworked the latches for doors 3 and 4. The doors were tested multiple times in diagnostics without any issues. As a preventive measure, the latches for doors 1 and 2 were also cleaned while on site. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.